Event description:
Customer reported receiving erratic reading on their freestyle freedom blood glucose monitor. Customer reported receiving reading of 252 mg/dl and50 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back. A follow-up report will be filed once investigation results are available.